Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was low blood glucose. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer had a cold and was not eating much, but they kept the pump on which led to the low blood glucose. The customer¿s blood glucose was 14 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis as they did not know where it is.